Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that eleven (11) years, five (5) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to critical prosthetic valve insufficiency and structural valve deterioration. A 26mm transcatheter valve was successfully implanted with no reported complications. The patient was transferred to the intensive care unit in critical, but stable condition at the end of the procedure.

Manufacturer narrative:
Device remains implanted. Structural valve deterioration (svd) can result in regurgitation and/or stenosis and can encompass many different failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.